Manufacturer narrative:
The alarm log was reviewed. After an extensive review of the event/alarm log nothing unusual was found that would be indicative of an over delivery. Due to the lack of information from the complaint, it was not possible to focus on a particular rate, vtbi or delivery. The device passed the full product verification testing with no issues. It was noted that the device has a cracked rear case. The probable cause for the cracked rear case is a defective case. No issue with infusion was noted from the history log nor from the testing.

Manufacturer narrative:
The device is expected to be returned for further evaluation but has not yet been received.

Event description:
It was reported that, on an unknown date, an over-infusion inquiry was alleged against the involved device. There was no patient harm reported. No additional information is available at this time.